Event description:
It was reported by the pt's mother, that her son has no longer been able to hear with his left implanted side since (B)(6)2010. Apparently, the pt fell off a couch. According to the pt's audiologist, the pt has balance issues frequently. Testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.